Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the impella flow was sluggish past the sheath on fluoroscopy image. Doppler pulse was present. The doctor was assessing peripheral lower extremity and start acute coronary syndrome protocol heparin post gastrointestinal procedure. The next day it was reported that there was profuse bleeding from the mouth and heparin was turned of. Later, the impella was explanted and the patient survived.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Major bleed: profuse bleeding from mouth, turned off hep. The cause of the bleeding was determined to be patient condition because the bleeding noticed at non-impella site. Ischemia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.